Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited fluctuating impedances on the right ventricular (rv) lead. The impedances are typically 800 ohms to 900 ohms, but increases up to 1400 ohms were noted. The rv lead is a competitor lead. At this time, the pacemaker remains in service and is programmed to exclude ventricular therapy. No adverse patient effects were reported.